Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure of the implantable pulse generator (ipg), physician observed that the atrial lead was not in the target position and decided to re-position the lead. During re-position when the screwdriver was removed from the ipg something fell from the position of the screw on silica gel of the ipg. The unknown particle did not remain in the patient's body. However, the atrial lead could not be fixed anymore, and was fixed with surgical suture. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that approximately five days after the ipg could not complete automatic polarity recognition. After manual adjustment, the patient was in good condition. Approximately, two days after the ipg alarmed for atrial lead issue. Physician believed the atrial lead issue may caused by connection problems between unknown lead and the ipg. The ipg was replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and no anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.